Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for a few seconds, the balloon ruptured at the middle. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.